Event description:
It was reported that following a coronary artery stenting procedure the pt experienced a myocardial infarction (mi). The target lesion was located in the mid left anterior descending artery (mid lad) with 80% stenosis, a length of 25.0mm and reference vessel diameter of 3.0mm. The target lesion was treated with pre-dilatation, placement of a 3.0 x 32mm taxus express2 study stent, and post-dilatation with 0% residual stenosis. The pt was discharged on protocol doses of aspirin and clopidogrel. During the pt's hospital course she had a brief episode of paroxysmal atrial fibrillation that converted to sinus rhythm after medication. Subsequently she experienced bradycardia and the medication was discontinued. One day post index procedure, the pt's cardiac enzymes were elevated consistent with protocol definition of an mi. No action was taken, and the pt was discharged on aspirin and clopidogrel.

Manufacturer narrative:
It is indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.